Event description:
On april 13th 2026. Senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was some variability in the sensor values. The exact root cause of this variability could not be determined; however, it was likely that the infection reported at the insertion site (MFR# 3009862700-2026-01697) may have impacted system performance. The user was encouraged to reach out if differences continue after the insertion site heals and completion of any treatment/medications.